Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. A review of the complaint file found no other reports with the involved product code/lot number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a flushed percutaneous entry needle was used to gain access in the groin. A 0.035 glidewire angled stiff shaft was inserted through the entry needle and a shearing effect was noted. Part of the glidewire was dissected by the needle. A sliver of material was recovered from the patient. After further investigation it was reported that the operator had a difficult time gaining access and was manipulating the wire while the needle was still inserted, to include withdrawing the wire toward the needle. Pressure was held for 20 minutes. No intervention was required. It was reported that there was no blood loss. It was reported that the patient is stable.